Event description:
Customer reporter device generated a result prior to dosing of the test strip. Value was not provide. Customer's doctor advised them to obtain a new device. A request was made for return product and replacement product was sent.